Manufacturer narrative:
Device unique identifier (UDI) # (B)(4). Approximate age of device ¿ 19 days. The replaced portion of the percutaneous lead was received. The investigation is not yet complete. No further information was provided. A supplemental report will be submitted when the analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2016, the patient stood up and dropped the system controller. An unspecified alarm was produced, and it was reported that the lvad system "shut off" when the nurse grabbed the system controller. Review of the alarms showed a brief pump stop. It was reported that it did not seem like the first time the patient had the system controller hanging, and that the pressure on the driveline could have caused some pinching or compression on the shielding within the driveline. X-rays were submitted with an image the health professionals believed was an area of concern with the driveline. The manufacturer's technical services representative reviewed the x-ray and did not observe any areas of concern. On (B)(6) 2016, the manufacturer's technical services representative performed a distal end percutaneous lead (driveline) replacement. On (B)(6) 2016, it was reported that no additional alarms were noted, and that there were no repeated events. The patient was discharged.

Manufacturer narrative:
Device evaluation: the report of a pump stoppage was confirmed based on the evaluation of the submitted system controller log file; however, a specific cause for the event could not be conclusively determined. The log file contained a single pump stoppage, which lasted approximately 2 seconds. The observed pump stoppage may have been the result of a high current level. The system resumed operating at the set speed following the event and no further pump stops were captured during the final 30 minutes of the log file. A distal end driveline replacement was performed and approximately 13 inches of the external portion/distal end of the driveline was returned. Examination of the returned portion of the driveline noted small disruptions in the braided shield adjacent to the metal connector and approximately 3" from the connector. Electrical continuity testing of the wires found no discontinuities or shorts. Visual inspection of the wires found kinks in the black and brown wires adjacent to the shield disruptions. The kinks, which did not breach the insulation, may have been the result of the controller being dropped, as was reported. The driveline was submerged in a saline bath for high potential testing to check for current leakage through each wire's insulation. The test did not reveal any insulation breaches that would have contributed to an electrical short. The cause of the pump stop captured in the submitted log file could not be conclusively determined. The patient remains on pump support with no further reported issues. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.